Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a lead replacement procedure. The explanted leads were discarded per hospital policy. No further information has been obtained despite good faith efforts.